Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical management. The user reported that the event occurred following loss of communication between the dexcom g7 sensor and the ilet, resulting in interruption of automated insulin therapy. The user subsequently presented to the emergency department where blood glucose was measured at 374 mg/dl and treatment with intravenous insulin was administered. Blood glucose decreased to 186 mg/dl prior to discharge. Based on the available information, a signal loss event between the dexcom g7 sensor and the ilet was reported; however, the responsible device could not be identified. The cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 374 mg/dl, resulting in emergency room treatment. The user was treated with IV insulin and released on (B)(6) 2026. No long-term health effects were reported.